Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Distributor requested a booster jts drive unit. When details were requested, the following was reported: "at the extension...the device did not extend...I understand there is a booster device that can be sent (that is a stronger magnet) is that correct?"

Manufacturer narrative:
Upon further investigation the event of the patient¿s jts implant seizing has previously been reported under pi (B)(4) MDR ref 3004105610-2021-00162. This pi (B)(4) MDR ref 3004105610-2022-00020 is a duplicate. Since the same failure for the same device has been reported twice pi (B)(4) MDR ref 3004105610-2022-00020 will be cancelled as a duplicate.

Event description:
Distributor requested a booster jts drive unit. When details were requested, the following was reported: "at the extension, the device did not extend. I understand there is a booster device that can be sent ( that is a stronger magnet) is that correct?"